Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device failed the pilot reading part of the final test. The device's 3-way solenoid valve and proportional valve were replaced to address the issue. After the repairs were made, the device passed all performance verification tests.